Event description:
The patient was referred for prophylactic replacement back in 2017. A programming history review was performed and a high impedance event was verified. A normal mode diagnostic resulted in limit/high/7/no. Again a few years later a system diagnostic resulted in high impedance. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.

Event description:
The patient underwent surgery on (B)(6) 2018. The explanted devices were discarded and are not available for return.